Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, loss of capture, and was suspected to have dislodged. It was also reported that the patient experienced bradycardia due to the suspected dislodgement. The patient's rv was scheduled for revision. No further patient complications have been reported as a result of this event.